Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pod coil with resistance through the lantern as the first coil to the target vessel. Subsequently, the physician decided to retract the pod coil due to the coil not being the right size. While retracting the pod coil, the pod coil unintentionally detached in the lantern. Therefore, the lantern containing the detached pod coil was removed from the patient. Upon removal of the lantern, the physician kinked the lantern at the mid-shaft. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new lantern and ruby coils. There was no report of an adverse effect to the patient.